Manufacturer narrative:
The product was returned. The interrogation results were normal and the visual screen was acceptable.

Event description:
It was reported that the patient presented with symptoms of skin discomfort caused by the implantable cardiac monitor (icm). The icm was explanted. There were no patient consequences.